Event description:
During factory in-house testing, the ventilator began alarming due to an air source fault. There was no patient involvement and therefore no patient harm. Factory production technicians performed an evaluation of the ventilator and reported a screw from the blower motor had back out and fell into the blower causing the blower to stop and go into a high priority alarm due an air source fault. During normal ventilator operation, if a screw comes loose from the blower motor and drops into the blower, the blower will stop, but the ventilator will declare an alarm condition and continue to ventilate the patient using an oxygen source. If there is no oxygen gas source connected to the ventilator, the ventilator will alarm due to loss of both gas sources. The lost of both air and oxygen gas supplies results in no gas being delivered by the ventilator to the patient. However, the ventilator safety valve will open to allow the patient to breathe spontaneously.